Event description:
The facility reported a colleague infusion pump with a malfunction where the device does not turn on. This has the potential to interrupt delivery. The event was reported to have occurred during delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that would not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be an open manual tube release (mtr) knob. Appropriate action was taken to correct the reported problem by reseting the mtr knob. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.